Manufacturer narrative:
The initial reporter facility name provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they tried to inject sterile water in the operation room, backflow occurred from the inflation valve of the foley catheter. Per follow up information received via ibc on 19dec2024, customer confirmed that there was patient involvement. Per investigator's notification received on 16jun2025, it was reported that difficult to deflate using returned syringe was found during sample evaluation.

Event description:
It was reported that when they tried to inject sterile water in the operation room, backflow occurred from the inflation valve of the foley catheter. Per follow up information received via ibc on 19dec2024, customer confirmed that there was patient involvement. Per investigator's notification received on 16jun2025, it was reported that difficult to deflate using returned syringe was found during sample evaluation.

Manufacturer narrative:
The initial reporter's facility name:(B)(6). The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received 1 all silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number nghw3682. Visual inspection noted the inflation stem or valve cap disconnected from the inflation arm once again attached inflation valve and cap back onto catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using returned syringe and inflated ok with no difficulties but with the return syringe attached the balloon did not deflate in under 5 mins. Using the in-house lure lock syringe, deflated balloon passively in 2 mins 3 seconds. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.